Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 09 oct 2020 was reviewed. On (B)(6) 2016, the patient had a left knee arthroplasty to address osteoarthritis and pain. Depuy components including patella and depuy cement x2 were utilized. On (B)(6) 2018, the patient had a revision of the tibial component to address loosening and subsidence. The tibial component was noted to be loose, but the interface was unknown. The patella and femoral component were not revised. No complications were noted in the revision notes. Doi: (B)(6) 2016. Dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however no other incidents related to implant loosening total for lot number: 1 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0. By product family: 15 (5x depuy cmw 1g, 10x depuy cmw 2g).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.